Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for defibrillation threshold (dft) assessment, multiple inadequate high voltage output was observed on the device. Device was explanted and a new device was implanted. Physician performed dft testing with the new device and there was a successful adequate margin. Patient was stable and will be monitored with routine follow up.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were confirmed. The cause of the reported field event could not be determined.